Manufacturer narrative:
Additional information provided in sections h.6. And h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system was found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in section h.11. Upon receipt of new information for this event, it was confirmed that a duplicate submission had been made for the same reported issue under mfg report num. 2028159-2025-01762 therefore, the current mfg report num. 2028159-2025-01945 report does not meet the criteria for reporting as per the applicable regulation. No further updates or follow-up reports will be submitted under mfg report num. 2028159-2025-01945 all future information and reportable updates related to this event will be captured and submitted under the primary report, mfg report num. 2028159-2025-01762. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections b.5 and d.10. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received indicated that a system message was displayed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during the phacoemulsification mode of surgery, the operating console exhibited weak vacuum and aspiration. During the irrigation and aspiration mode, the console showed weak aspiration. The physician resolved the issue by using a hook to push the cortex and nucleus toward the instrument through the time park and mechanically fragmenting them under compression. During the surgery the console also exhibited reflux failure, and the patient experienced peripheral capsular rupture and vitreous prolapse into anterior chamber of the right eye. The patient¿s visual acuity was fully restored. Additional information has been requested; however, no further information has been received to date. This complaint is pertaining the two of two reports received from the same facility.